Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to fill a cartridge. Reportedly, the customer was unable to push down on the plunger to introduce insulin into the cartridge. The customer believed that something may have been stuck in the syringe needle; however, this could not be confirmed. The customer was able to successfully fill a cartridge after performing a syringe needle change. Blood glucose level was 118 mg/dl.